Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-13100. The pt had two leads from the same lot number. It was reported the pt had swelling at the pocket and midline incision sites. The physician drained some fluid from both incision sites and treated the pt with oral antibiotics. Follow-up information identified the pt's cultures tested positive for (B)(6). The pt was admitted to the hospital and treated with IV antibiotics. Additional follow-up information identified the pt's scs system was explanted. The physician irrigated the pt's incision sites and treated with vancomycin, and antibiotic powder.